Manufacturer narrative:
No pt injury was reported. A gambro technical services (gts) field rep found that the blood pump rotor failed and he replaced it. As a corrective action, the preventive maintenance procedure has been modified to include blood pump roller washers as a replacement part and a tool to check the roller occlusion.

Event description:
Customer reported that the blood pump rotor was stuck.